Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-may-2023. H6: investigation summary: samples and photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of damage syringe for material number 301866 and lot numbers 1212268, 1217218, 1345889, 2010890, 2038586, 2061252. The investigating team has also used retention samples for investigation. The device history review of material number 301866 with lot numbers 1212268, 1217218, 1345889, 2010890, 2038586, 2061252 was checked and there was no quality notification found on these lots from its production date to its dispatch on date. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the samples for damage syringe in syringe and no defect was found in the retention samples. The investigation was also carried out on the photograph & samples as well. The photograph & samples confirms the reported defect in the syringe. The root causes were related to preventive maintenance and technology. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 1667 bd discardit¿ ii - 2-piece syringe experienced luer of syringe break off. The following information was provided by the initial reporter: a total of (B)(4) units has been impacted due to these complaints. [06 april 2023] ¿ rcc reviewed the supporting evidence and found there are total of 7 batches affected with each batch contribute to different type of defects such as black spot, blister leakage, no needle. Double needle. Marking defects, foreign particles, damage syringe.

Event description:
It was reported that 1667 bd discardit¿ ii - 2-piece syringe experienced luer of syringe break off. The following information was provided by the initial reporter: a total of (B)(4) units has been impacted due to these complaints. [06 april 2023] ¿ rcc reviewed the supporting evidence and found there are total of (B)(4) batches affected with each batch contribute to different type of defects such as black spot, blister leakage, no needle. Double needle. Marking defects, foreign particles, damage syringe.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.